Event description:
This companion 2 driver was not supporting a pt. Customer reported that during a routine system check, the touchscreen froze. This alleged failure mode poses a low risk to a pt, because the issue was observed during a routine system check and the driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.